Manufacturer narrative:
Product evaluation: the console was evaluated in the field by the distributor on june 20, 2016 during a preventive maintenance. As reported information: (B)(4)/smoke came from console when plugged in. Information received from the distributor: the following parts were replaced: voltage select board, assy toroid cooler , isolator, chiller, key switch cable, circuit breaker, power cord, xps circuit breaker guard, current sense, wire and the plastic shield. A new pm (preventative maintenance) was performed. The laser console meets specifications. This case was reported conservatively as no surgery or patient was involved. The initial MDR was due to the console being in the operating room for a later surgery. There was no damage to the theatre or anybody; the theatre staff got a fright.

Event description:
It was reported that after connection to the main electrical power and upon powering up the xps laser console; smoke had appeared to be coming from the xps laser console. The "console was in the operating room; they were starting up the console for a surgery later." No patient was present and no procedure was in process. The case performed later was completed by an alternative procedure (turp). Patient/user outcome: "there was no damage to the theatre or anybody; the theatre staff got a fright." There were no injuries reported.